Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen cracked while playing a sport and the pump was not functional. Customer's blood glucose was 300 mg/dl. Customer reverted to an alternate method for insulin therapy.